Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to dislocation subluxation; infection. Srnjr number: (B)(6). Side: r. Frasa: p 2-mild disease not incapacitating.